Event description:
The customer reported obtaining a sample probe clog detection error on their dxc 700 au clinical chemistry analyzer. As a result, multiple patient results were low and had to be repeated. The customer did not specify the affected chemistries for these patients. The customer did not report the results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and indicated multiple hardware malfunctioned. The fse replaced the pressure sensor, the three-way valve, the degasser and the reagent probe to resolve the issue. The fse performed verification and quality control, which all passed. The fse observed no further detection errors and verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is case (B)(4).